Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for magnetic resonance imaging (MRI), everything went on fine. When the device was re-interrogated after MRI it exhibited elective replacement indicator (eri). Before MRI, the battery life was 2.5 years and after MRI it exhibited battery tripped eri (in red) with 0-26 months remaining. The patient was checked few hours later. Further information was requested but not yet available.